Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the medstation had been set up incorrectly on the server, which caused users to see only three icons (maintenance, discrepancies, and user preference) due to improper device assignment or permissions in the pix enterprise server. A technical support specialist checked the pix enterprise server settings, and the field service engineer confirmed that the customer had corrected the server configuration, properly setting up the station in the correct area/unit. After both the technical support specialist and the field service engineer completed their investigation, the system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was not seeing all options after logged in, caused by device area assignment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.